Event description:
Customer reported being hospitalized for diabetic ketoacidosis. Customer also reported that there are cracks all over the insulin pump. Customer's blood glucose at the time of emergency room visit was 395 mg/dl. Customer was also wearing the pump at the time of emergency room visit. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.